Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was undamaged. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. The embolization coil had offset coil winds. During functional testing, resistance was encountered while attempting to advance the smart coil through the hub of a demonstration microcatheter and the device could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned with the hub of the parent device, resistance may be experienced. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. Offset coil winds may have contributed to the inability to advance the device during the procedure and functional testing. Evaluation of the returned smart coil revealed a device with a pusher assembly mid-joint proximal to the introducer sheath friction lock. The introducer sheath friction lock has a smaller inner diameter than the rest of the introducer sheaths which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully retracted proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance or retract the device. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock may have contributed to the inability to advance the smart coil during the procedure. During functional testing, the introducer sheath was re-seated and the device was able to be advanced through its introducer sheath and a demonstration microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, the physician successfully placed five coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through the hub of the microcatheter and therefore, the smart coil was removed. A new smart coil was then successfully placed. The physician then successfully placed two coils and three smart coils. The physician then felt resistance and was unable to advance another smart coil within its introducer sheath and therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the associated MFR number was not referenced on the initial MFR report and is being included on this follow-up #01 MFR report: this report is associated with MFR report number: 3005168196-2018-02277.